Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit worked intermittently and the speed would increase on its own. Therefore, the reported condition was duplicated and confirmed. It was determined that the gear for reciprocator coupling and electromotor was corroded and control unit potted had an unknown substance residue on it. The assignable root cause was determined to be due to improper cleaning, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reciprocator device worked intermittently and the speed increased on its own. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.